Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range and a lead impedance out of range alert. It was noted that an out of tolerance sub-threshold lead impedance alert occurred on (B)(6) 2014. A maximum svc defibrillation impedance rises from 62 ohm the week ending (B)(6) 2014 to greater than 225 ohm the week ending (B)(6) 2014.

Event description:
It was reported that the device alerted an audible tone for lead integrity. The right ventricular (rv) lead was found to have high impedance in the high voltage superior vena cava (svc) coil. The rv lead is suspected of a possible fracture. The device was removed and a new device was implanted without the use of the rv svc coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.